Manufacturer narrative:
(B)(4). Device evaluation: the returned cone, suction ring and syringe were visually inspected and no manufacturing assembly defect was detected. The product functional testing was performed and found within specifications. The reported issue was not verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing record was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review identified no non-conformance reports and/or exception report associated with this device. Labeling review: the directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery - suction ring assembly issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was noted that one (1) flap/ring procedure was replaced and that the surgery was completed successfully. There was no patient injury reported and no surgical intervention was required.